Event description:
During an onsite instrument evaluation of a coulter lh 750 hematology analyzer, a beckman coulter field service engineer (fse) observed differential background failures and conductivity noise on differential latron samples. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) decontaminated the instrument which appeared to resolve the issues. He ordered parts for replacement on return visit. On (B)(4) 2013, the fse observed noise on the rf channel. The fse replaced the rf box which addressed the latron conductivity issues on differentials. The communication interface board was replaced as part of preventative maintenance. Identification of failure modes: the failure mode is related to the rf preamp. The rf preamp is being returned and is pending assessment. If additional significant information is identified during the assessment, a supplemental MDR will be filed. There were no erroneous results associated with this event, upon recur of the rf preamp failure mode identified; it is likely to impact differential and reticulocyte results. Evaluation of product labeling: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples. (B)(4).